Event description:
It was reported that the patient was admitted to the hospital after hearing a patient alert. Oversensing was noted on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: product performance information was received, analyzed, and a lead integrity alert (lia) triggered. Lia triggered on (B)(4) 2013 for non-sustained and sensing integrity count. Oversensing was noted as fifteen episodes of non-sustained tachycardia and one ventricular fibrillation episode of <(><<)>220 ms cycle length are recorded (B)(4) 2013. Interference/noise was also noted as 1148 ventricular sensing integrity counts are recorded since (B)(4) 2013. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Event description:
It was reported that the patient was admitted to the hospital after hearing a patient alert. Oversensing was noted on the right ventricular lead. The was explanted and replaced. No patient complications have been reported as a result of this event.